Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing) patient. The customer communicated that the result confirmed negative either through repeat sofia testing or through pcr testing the same day as initial sofia sars result.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.